Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was only getting stimulation coverage on the right side when the pain was on the left side. It was confirmed via x-ray that the patients lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively. No device malfunction was suspected. The lead remains implanted.